Event description:
It was reported that the right atrial lead was capped due to fracture. Noise and unspecified impedance issue were noticed on the lead many months ago. The patient experienced no adverse consequences.

Manufacturer narrative:
Previously noted implant date (B)(6) 2016 was incorrect; correct implant date is (B)(6) 2006.